Manufacturer narrative:
(B)(4). Evaluation: the device was serviced by a service technician. This is an ancillary service event opened during investigation of (B)(4). The cause of the damaged transistor q2 leg is unknown. No repairs have been performed at this time. If additional relevant information is received, a follow up MDR will be sent. The problem was confirmed. However, the problem cannot conclusively be assigned to a human factors issue. No further testing has been completed at this time and no repairs have been performed as the device has been removed from service.

Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a damaged transistor q2 leg. No additional information is available.